Event description:
It was reported that the patient had pus in their urine. On the day of the report, a procedure was performed and ¿either her ureter or urethra no longer contracted.¿ as a result, the patient had to have a catheter for the rest of her life. Follow-up is being conducted to determine cause, diagnostics, and patient outcome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported on the day of this call patient was diagnosed with a uti.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was admitted to the hospital on (B)(6) 2015 for a urinary tract infection. While in the hospital, the patient received 2 units of blood for an unknown reason. The patient had an output of dark red/purple color urine from having blood in her urine. The patient was still at the hospital at the time of the report.

Event description:
Additional information received from the consumer reported that the patient was admitted to the hospital on 2015 (B)(6) for hematuria.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v436019, implanted: (B)(6) 2010, product type lead. (B)(4).